Manufacturer narrative:
Explant date was listed in error. Ipg remains implanted.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-00238 and 3006705815-2019-00237.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00238 and 3006705815-2019-00237. It was reported the patient¿s stimulation from the scs system decreases by itself. Diagnostic testing revealed high and low impedance values on multiple contacts. Reprogramming was unable to provide resolution. As a result, the patient will undergo surgical intervention on a later date to address the issues.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00238 and 3006705815-2019-00237. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the lead was replaced and connected to the original ipg. Issue resolved and therapy has been restored.